Event description:
It was reported that during case anterior cut is consistently 1mm higher than the plan. Ensure soft tissue was cleared and planned to take a healthy anterior cut. Distal femoral cut was right on, ensured the correct holes were pinned on the 4-1 adapter block. Anterior cut was checked with the plane checker (prior to making the cut), and it was consistently 1mm higher than the planned cut every case. Doctor started planning to notch the femur to compensate for the issue.

Manufacturer narrative:
H10, h3, h6: the device was used in treatment and case log files and screenshots were returned for evaluation. The initial visual investigation of the software logs and screenshots found that: after reviewing the patient archive screenshots it was noticed that the anterior post holes that house the distal cut guide are not being fully cleared. The screenshots showed a large amount of "green" still inside the holes. Due to the tapered posts of the distal cut guides this would prevent the guide from sitting down to its intended target, leaving it proud by an indeterminate amount. Since the distal cut guide is proud (shifted anteriorly) the drill guide that is attached to it would also be shifted anteriorly. This would cause the post holes that are drilled for the anterior cut guide to be shifted anteriorly. Thus the cut guide would be shifted anteriorly and ultimately the cut. DHR review found that the software version (rc-5106) has been validated. A complaint history review found similar reports.the surgical technique guide released at the time of the complaint does provide instructions for cutting and notes that "the goal is to cut through the colored layers of the bone until the white target surface is revealed." This failure is an identified failure mode within the risk file. The probable cause of the issue was user error. A relationship between the device and the reported event could not be established.